Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the ipg was unable to connect to the external devices following a implant procedure. Surgical intervention was undertaken and the ipg was explanted and replaced.

Manufacturer narrative:
The reported observation of the ipg ¿poor bluetooth connection¿ was confirmed and duplicated during analysis. The root cause of the observation was due to the bluetooth (ble) antenna electrical contacts not being seated into the hybrid plug p2. The device exhibited normal functionality during analysis when the device was in close proximity to an artemis programmer. As the distance between the returned ipg and artemis programmer increased, the ability to communicate was reduced.